Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet after replacement two hours earlier, despite correct sensor code and compatible bluetooth on the pump, and the user was advised to restart the pump and wait 30 minutes. User experienced sensor inability to transmit glucose data to the ilet with no adverse clinical symptoms reported. Outcomes included temporary interruption of automated glucose control requiring the user to rely on alternate glucose entry and no health impact. User support included technical troubleshooting and education. Investigation of this case revealed a pairing failure between the cgm and the ilet consistent with known communication issues following recent sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was a communication or pairing malfunction between devices.